Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter, but the foreign matter could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device exhibited air/water flow issues. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle and the air/water tube. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle and air/water tube). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, it was observed the amount of water contact was out of specification due to clogged nozzle. In addition, service found the grip was shaved, the air/water cylinder was discolored, the suction cylinder was discolored, the switch box was dented, the right/left knob was scratched, the scope connector case was dented, the plastic distal end cover was chipped, and the bending angle was out of specification. There was a leakage due to scratched scope cover, cracked scope body, and damaged up/down knob. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.